Manufacturer narrative:
.

Event description:
The hcp reported a puncture in the subcutaneous section of the pt's catheter. The "eroded catheter" was detected upon x-ray observation and was subsequently revised. The hcp reported, the pt experienced pain prior to the catheter revision. The pt recovered without sequela following surgery. The drug contained in the pt's pump was morphine sulfate (50.0 mg/ml) delivered at 7.5 mg/day.